Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. According to the inspection results, a malfunction caused by a failure of the device was confirmed. It was determined that the device did not satisfy its performance and specifications. When the reported phenomenon occurred, the device was not used for procedure. The reported issue was likely an insufficient gas feeding caused by faulty first pressure reducer. As a result of checking manufacturing record (DHR), it was confirmed that the device met its standards at the time of shipment. As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage and insufficient gas supply of the regulator unit. There were no reports of patient involvement.